Manufacturer narrative:
(B)(4) concomitant products: 00626001800, cup positioner, unknown. Report source, foreign ¿ events occurred in the (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 08470.

Event description:
It was reported that during a procedure the inserter tip threads became damaged while impacting the cup. Attempts have been made and additional information on the reported event is unavailable.